Event description:
On (B)(6) 2013, the patient reported that he had been using his infusion device since (B)(6) 2013 and his blood glucose level had not gotten into his target range of 70-140 mg/dl. His blood glucose level has been in the 250's mg/dl. The patient has had to take insulin injections to lower his blood glucose level. The patient no longer has confidence in the device and thinks it delivers an inaccurate amount of insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.